Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited potential loss of capture on stored atrial high rate and showed intermittent capture on non-magnet electrogram. The patient will be brought into the clinic for threshold testing. The lead remains in use. No patient complications have been reported as a result of this event.